Event description:
It was reported that the patient's therapy helped to manage her symptoms of frequency and urgency immediately after implant, but the symptoms gradually got worse. The patient reported not being able to adjust stimulation, and it was found that the device was powered off. The device was turned on, and the patient initially felt stimulation, but lost the sensation after several hours. The patient started on program 3 at 1.5. She increased it to 1.9 and again felt the stimulation. The patient planned to use the settings over the weekend and assess her symptoms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient experienced a loss of effect and had not felt stimulation for several weeks. The patient was on program 3 at 1.9v and felt stimulation upon increasing to 2.3v.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3093-28, lot# v004124, implanted: (B)(6) 2006, explanted: na. Extension: model 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. Programmer: model 3037, serial# (B)(4).